Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a high anterior resection, oozing, bleeding and air leakage on the anastomosis site were noted by the doctors. Additional suturing was decided to be performed on the radial anus. When the ventral side was towards the direction of 12 o'clock, the tissue was found to be not inverted and not stapled from 10 o'clock to 11 o'clock. (The anastomosis operation is performed with the handle part facing 12 o'clock). 5 stitches of additional suturing were performed. There was no metal feeling at the time of the additional suturing. The surgical time was extended by less than 30 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a high anterior resection, oozing bleeding and air leakage on the anastomosis site were noted by the doctors. Additional suturing was decided to be performed at the radial anus. When the ventral side was towards the direction of 12 o'clock, the tissue was found to be not inverted and not stapled from 10 o'clock to 11 o'clock. (The anastomosis operation is performed with the handle part facing 12 o'clock). 5 stitches of additional suturing were performed. The anvil also got caught on the anastomosis site. There was no metal feeling at the time of the additional suturing. The surgical time was extended by less than 30 minutes.